Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2007 and system diagnostic results revealed high impedance (dcdc ¿ 7). The patient¿s device was tested again on (B)(6) 2008 and system diagnostic results continued to show high impedance. The patient¿s device was tested again and system diagnostic results were within normal limits (impedance ok - dcdc 2). Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information was received indicating that on (B)(6) 2008 the patient underwent surgical intervention during which the lead pin was reinserted into the generator connector block. The patient's device was tested prior to the intervention on the surgery date and system diagnostics returned a high impedance result. The patient's device was tested again upon lead pin reinsertion and system diagnostics returned impedance levels within normal limits.